Manufacturer narrative:
Of the 1 allegation of a malfunction, 0 pumps were returned to animas. During investigation for unrelated allegations, there were 5 additional cartridge cap failures revealed during product investigation.

Event description:
This report summarizes <noe> 1</noe> malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge cap issue. These reports were received from various sources. The patients associated with this allegation ranged from (B)(6). Of the reported patients, 0 were male, 1 were female, and 0 were unknown.

Manufacturer narrative:
Follow up #1 06/16/2016 of the 1 allegation of a malfunction, 0 pumps were returned to animas. During investigation for unrelated allegations, there were 5 additional cartridge cap failures revealed during product investigation.this report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 1 malfunction events. A review of the events indicated that the one touch ping model pump experienced a cartridge cap issue. These reports were received from various sources. The patients associated with this allegation ranged from 13-13 years of age and between 0 and 0 pounds. Of the reported patients, 0 were male, 1 were female, and 0 were unknown.